Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) has a pressure valve that zeros out after a few minutes of use. It is unknown under which circumstances this occurred; however there was no known harm or injury to patient and no adverse event was reported.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) has a pressure valve that zeros out after a few minutes of use. The issue was discovered before use, however there was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, e1-(site country),g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10, h11. Corrected field: d4(version or model, catalog, unique identifier (UDI)). Additional contact information: event site state- (B)(6). Event site postal code- (B)(4). It was reported that the cs100 intra-aortic balloon pump (iabp) has a pressure valve that zeros out after a few minutes of use. The issue was discovered before use, however there was no patient involvement. A getinge field service engineer checked the machine, the pressure value comes zero after few minutes so front end board could be defective so I need front end board for further diagnose.